Manufacturer narrative:
The investigation found that an in-house guidewire was unable to be advanced into the lumen of the returned headway microcatheter, which is consistent with the alleged product issue. Further investigation found the lumen to not be fully flared at the hub joint, an exposed and protruding braid in the lumen, and delaminated ptfe in the lumen, which would have caused or contributed to the guidewire advancement issue. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed braid, and delaminated ptfe, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the coil would not advance past the hub of the microcatheter. The microcatheter and coil were both removed from the patient without any adverse events. There was no patient injury. When the device was received for evaluation, the investigation findings found the lumen to not be fully flared at the hub joint with exposed braid in the lumen, and delaminated ptfe was in the lumen.